Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced door latch assembly broken caused failed pm. Replaced module latch, right iui and dim u2,u4 on display board. A review of the device history record for sn (B)(4) was performed, which showed the device had a manufacture date of 02jun2020 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. (B)(4) for dim u4 display segments.

Event description:
It was reported that the device failed preventive maintenance. No additional information was provided. There was no patient involvement.